Manufacturer narrative:
H3: analysis of the device was completed and concluded that the afe pcb board has loose pins, replaced the afe pcb board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, an error message 'patient interface fault detected' occured. This is happening intermittently in both wired and wireless mode. The user attempted to turn nim vital on and off. Also tried to use the pi box wireless and hardwired; both did not fixed the error message. The procedure was then completed using nim 3.0. There was no patient impact.